Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). G2: foreign country: poland. Review of the most recent repair record determined the motor function failed (unstable motor speeds) and the device was out of calibration. The motor was replaced, and the device was recalibrated and resolved the reported issue. DHR was reviewed and no discrepancies related to the reported event were found. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends

Event description:
It was reported that during pm there was a motor failure and calibration error. There was no harm or delay reported. Due diligence is complete. Upon investigation, the motor speed was unstable.